Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 440 mg/dl at the time of the incident. The customer was declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nervous. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was getting a bolus not delivered message. Customer stated that she inserted a new reservoir into the insulin pump but the icon was showing red and was not able to rewind the insulin pump. The device will not be returned for analysis.